Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo verified grey particulate matter inside the vial. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a coring issue with a vial-mate adapter which occurred with a vial of vancomycin. The cored material was visible in the vial. There was no patient involvement. No additional information is available.